Manufacturer narrative:
The download data shows no timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages or defects were observed in the fluid path that would result in the device failing to deliver insulin. The device was returned with the needle mechanism not in the fully retracted state. The formed needle was visible within the exposed portion of the soft cannula. The needle mechanism returned to the fully retracted state once the pod was opened. Inspection of the underside of the top housing found score marks indicating the linkage assembly was misaligned. No damages or defects that would cause this misalignment were found on linkage assembly or needle mechanism. This misalignment caused the needle to not fully retract into the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 297 mg/dl while wearing the pod between 1 and 4 hours on the arm.